Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing system error 320 was not reproduced however, a system error 322 occurred. A review of the event history log revealed no events of system error 320 but a single event of system error 322 around the complaint date in the log. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of system error 320 was verified as a system error 322. The cause of the condition was determined to be a failing lower auxiliary assembly. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 320 (¿latch switch error¿) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.